Event description:
It was reported that in "cut femur" mode - the burr was spinning, the screen was updating as if bone was being removed, but no bone had been cut. The bone model was reset by changing the original plan, returning to the cut screen, reverting back to the original plan, then back to the cut screen one last time. This reset the model appropriately. After multiple attempts to reseat the anspach in the handpiece, the burr was still not extending past the exposure guard and thus not cutting any bone. After the case the handpiece and anspach were examined and it was clear the drill was getting "stuck" and not fully seating in the handpiece. Delay of less than 30 minutes was reported and surgery was completed as manual procedure.

Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. Nothing was identified visually that contributed to the reported problem. The handpiece side strain relief is pulling away from the collet. Handpiece connector side strain relief is also showing excess silicone on the distal body. Functional evaluation was performed, which confirmed the reported problem. The long attachment is difficult to insert into the drill guide at the distal tip of the drill guide. Suspect that the drill/long attachment may not have been attached to the snap lock because the distal end of the drill guide was obstructing the long attachment. A 0.239 pin gauge was very difficult to slide through the drill guide tip. The handpiece test revealed no additional problems. Created a case, handpiece calibrated, homed, and performed correctly in exposure and speed modes. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system user¿s manual (500196 rev. B) was reviewed and it provides instructions on steps to prevent drill seating issues with the handpiece. Additionally, product labeling has been ruled out as an issue for this complaint. This failure is captured in the navio risk profile. A clinical/medical investigation noted that the surgery was completed as a manual procedure with a delay of less than 30 minutes. No clinical/medical documentation has been provided for this investigation. The impact to the patient beyond the minimal delay is likely none. The root cause was found to be user error. No corrective actions have been initiated for this issue. To prevent a recurrence of the issue, navio user¿s manual (500196 rev. B).